Event description:
It was reported that in 2001 the patient was admitted due to an mi. Tpa was administered to resolve the cardiac blockage. Three days post injection, the patient experienced flaccid parasthesia in both lower extremities. An MRI revealed an intradural clot at the tip of the intraspinal catheter which had been positioned at t11-12. The clot caused compression of the spinal cord. Surgery was performed to remove the intraspinal catheter. The patient's right lower extremity is still flaccid.